Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touch screen failure. There was no patient involvement.

Manufacturer narrative:
The stm that encountered the issue replaced the video generator board and the touchscreen assembly. The fse performed a full pm, calibration, safety, and functionality checks per factory specifications. The iabp was returned to the customer for clinical service. The removed part was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing department received the following parts associated with this complaint: pn: 0040-00-0456 sn: n/a (display kit), pn: 0670-00-0781 sn: (B)(6) (part of display kit), pn: 0670-00-1169 sn: (B)(6) (part of display kit), pn: 0012-00-1787 sn: n/a (part of display kit), and pn: 0160-00-0123 sn: (B)(6) (touchscreen). These parts were received with a reported unit failure message of faulty video gen. Board and touchscreen failure. Performed visual inspection of all parts received and parts looks to be in good condition. Installed the display kit and touchscreen into the cardiosave test fixture and tested separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of faulty video gen. Board (display kit parts). Display kit parts failed testing. The failure analysis and testing department could not verify the failure of touchscreen failed. Touchscreen passed testing. Retaining all parts in fat dept. As per procedure.

Event description:
N/a.